Manufacturer narrative:
This report is being filed on an international product list 7p89, that has a similar us product distributed in the us, list 7p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs which does not match with previous history on one 69yrs old male patient. The results provided were: initial anti-hbs =21.4 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=14.79 miu/ml /previous history in 2021 from chemiluminescence platform=1.24 miu/ml (reference range=0.0 to 10.0 miu/ml) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I anti-hbs reagent lot 39479fn01. The evaluation of complaint data for the product and likely cause alinity I anti-hbs reagent lot 39479fn01 identified as expected activity. The tracking and trending report review determined that there are no trends. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A clinical specificity testing was performed using an in-house retain kit of alinity I anti-hbs lot 39479fn01. All specifications were met, confirming that the product is performing acceptably. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs assay lot number 39479fn01.

Event description:
The customer observed false reactive alinity I anti-hbs which does not match with previous history on one 69yrs old male patient. The results provided were: initial anti-hbs =21.4 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=14.79 miu/ml /previous history in 2021 from chemiluminescence platform=1.24 miu/ml (reference range=0.0 to 10.0 miu/ml) there was no reported impact to patient management.